Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, pocket infection was noted. The implantable cardiac monitor was explanted. The patient was in a stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.